Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited out of range low unipolar impedance. The lead was already programmed bipolar so reprogramming was not required and the lead remains in use. No patient complications have been reported as a result of this event.